Event description:
The customer reported that the 9900 system had a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.